Event description:
The surgeon implanted an aq2010v silicone three piece lens but it was removed due to the surgeon implanting the wrong diopter lens. The incision was enlarged and sutures were required to close the wound. The nurse indicated that it was unknown if one of the technician had selected the wrong lens or if it was a miscalculation of the diopter power. It was indicated that the lens did not malfunction. An msi-pm injector and an aq2.85 cartridge were used but the lot numbers were not provided by the facility.